Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: a review of the black box history revealed one power on reset event had occurred. The returned battery cap secured to the pump and was able to maintain an electrical connection. The returned battery cap was unscrewed by half a turn and the pump lost power. A test battery cap was secured to the pump and was able to maintain an electrical connection. The test battery cap unscrewed by half a turn and the pump lost power. Intermittent power duplicated with returned and test battery caps. The returned battery cap contact height and width measurements were found to be within the required specifications. The returned cap was used to complete testing. The battery compartment was found to be cracked above the bumper pad. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a leak was found at the crack in the battery compartment. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was observed inside the pump. The test cartridge cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and moisture/corrosion in the battery compartment. There was reportedly no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.